Event description:
A hospital in (B)(6) reported a patient was implanted with a midfoot fusion bolt on an unknown date. Post operative x-rays taken on (B)(6) 2010 showed the bolt to be migrating distally. The bolt was not used with enough supplemental fixation as recommended in the surgical technique.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.